Manufacturer narrative:
Final analysis notes as received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.

Event description:
It was reported that the patient experienced symptomatic bradycardia. It was noted that capture thresholds increased slightly on the right atrial (ra) lead. Imaging confirmed a cardiac perforation by the ra lead. The ra lead was explanted and replaced. The patient was stable before, during and after the procedure.